Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown time post-operatively an unknown number of patients experienced sustained neural symptoms including parasthesia and weakness.

Event description:
It was reported that the patient underwent posterolateral fusion at l3-l4 using 8ccs rhbmp-2/acs due to stenosis. The estimated blood loss was 500cc, the or time was 332 minutes, the length of the hospital stay was 96 hours. 14 months post-operatively, the patient presented with moderate neuro-dysesthesia. 15 months post-operatively the patient underwent a second spinal fusion procedure at l3-l4 plus fusion at l5-s1; the patient did not return to work. The patient was last seen 16 months post-operatively; no additional complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mastergraft matrix. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.